Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received seven shocks along with anti-tachycardia pacing (atp) for two episodes of atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) analyzed device episode data and recommended further review. No additional adverse patient effects were reported outside of the electric shocks. It was noted that the patient was given medication. Currently, this device remains in service.